Event description:
It was reported that during a da vinci-assisted transthoracic - neck esophagectomy anastomosis surgical procedure, the customer observed that the front end cable of the permanent cautery hook instrument was damaged. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The instrument conductor wire insulation was damaged with the internal wires exposed. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but images of the instrument were provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the front end cable of the permanent cautery hook instrument was damaged, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the procedure log with the information provided resulted in no additional information. In addition, the permanent cautery hook instrument information cannot be verified through the system log review at this time as it was not registered on the system. Images of the permanent cautery hook instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it¿s a bit difficult to tell from the photo but it looks like the conductor wire insulation may be damaged with no observed exposed wire." No conclusive determination can be made based on this analysis. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: an instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the front end cable damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have damage to the conductor wire¿s insulation. Failure analysis found the primary failure of the damaged insulation to be related to the customer reported complaint. The conductor cap was removed to observe the conductor wire more closely. No thermal damage or charring was observed. The insulation surface exhibited degradation from regular usage and repetitive rotation. No pieces were found missing from the instrument. An electrical continuity test was performed and passed. The pitch and yaw cables did not exhibit any damage. The root cause for the insulation degradation is typically attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The permanent cautery hook instrument was found to have a dislodged ceramic sleeve. The ceramic sleeve is not cracked or broken and remains installed on the instrument. No missing material was found. The common cause of the dislodged ceramic sleeve is attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement.

Event description:
Refer to h10/h11 for follow-up information.